Event description:
Healthcare professional reported right side exchange with no complaint against the device. Healthcare professional later reported capsular contracture baker grade iii. A total capsulectomy was done. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: crease fold observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: contra-lateral side capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Healthcare professional later reported capsular contracture baker grade iii. A total capsulectomy was done. The device has been explanted and replaced.